Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 29 mg/dl at the time of the incident. The customer was at already hospitalized for surgery when the low incident happened. The customer was given intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and as the customer declined. The customer does not believe the pump caused the low. The customer reported a broken retainer ring, but the reservoir locks in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).